Event description:
It was reported that the needle is broken. The problem was noticed after the surgery/ treatment. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The evaluation did not reveal anything relevant to the event. The mating part (needle) was not returned. Used an ar-13995n/lot# 111458823 needle during evaluation. Device met both visual and function criteria during investigation/evaluation process.